Event description:
It was reported that the patient was unable to charge the implanted ipg. X-ray images showed that the ipg had moved horizontally within the patient. The patient underwent a revision procedure to replace the ipg with a primary cell battery that does not require charging, as the physician indicated that the weight of the patient is an issue and there is a high possibility the ipg will move again. Patient is doing well post-operatively.